Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01jul2019. The manufacturer's field service engineer (fse) was dispatched to the customer's site for troubleshooting and confirmed the reported issue. The fse replaced the power supply. The ventilator passed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator would not power on. The device was not in use at the time of the reported event.